Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Tests continued): (B)(6) 2016: (ck)=774 u/l, normal upper limit 195. (B)(6) 2016: (ck-mb)=109 u/l, normal upper limit 25. (B)(6) 2016: troponin I=1.36 ng/ml, upper reference limit 1.17. (B)(6) 2016: (ECG)= indeterminate. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in the instructions for use (IFU) xience prime everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x28mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized for increasing chest pain. Elevated cardiac enzymes were noted. Another percutaneous intervention was performed as treatment, placing an unspecified stent in the distal lad. Reportedly, it is unknown if the 3.0x28mm xience prime stent had restenosis within 5mm. The event resolved an on (B)(6) 2016, the patient was discharged from the hospital. Per physician, the event was possibly related to the device. There was no additional information provided.